Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer blood glucose level was not impacted. Customer reinserted syringe into the cartridge resolving the issue.